Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, implanted (B)(6) 2010; addrs1 implantable pulse generator (ipg) implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that an alert was triggered indicating high pacing impedance. Lifetime maximum impedance was 1,562 ohms; impedance at interrogation was 1,069 ohms. Impedance trend showed a gradual rise in impedance of approximately 200 ohms over the past year. Threshold was stable. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.